Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok syringes had scale marking issues. The following information was provided by the initial reporter: "we receive around 90 (probably a few boxes worth) of the 3ml syringes today that came in without the measurement markings on them. It seems to be isolated to lot # 3278545. I have asked our team to keep an eye on them. Once I have collected all that I think are out there I will do a return to the warehouse (unless you want them sooner)."

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to (B)(4). H3 other text : see narrative below.

Event description:
(B)(4) is a duplicate complaint and will be cancelled.